Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 intellis recharger (s/n (B)(6) ) revealed that the recharger antenna controller wont power on when rtm is plugged in and there was a manufacture struct command and response/osiris error! This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the caller reported they needed the "module" replaced because something was loose inside and could "hear it going off" when shaken which is causing them to not be able to charge their stimulator up. Pt added the connection at the bottom to the charger won't stay in. Patient services (pss) understood the patient's controller (ptm) appeared to be damaged, specifically the connector port. Pt detected that one of the connector pins at the end on the right hand side was gone when inspecting the ptm connector port. Also while troubleshooting, pt mentioned where the donut part is on the recharging antenna (rtm) the cord appears to be coming loose. Pt described the issues with not being able to recharge their ins began maybe like a week ago but last night they kept trying to recharge all through the night and while in the car but it keeps going off saying call medtronic. Pt remarked they open the battery, pull it out and put it back in but then it says poor quality can't be found while going back to say call medtronic. When asked for event date pt gave the following: yesterday, maybe like 3 days ago and like a week ago (pss selected year valid since pt did not say issues began in june or july). Pt said they didn't realize it was broke but could hear that thing inside. Upon further review: pt said they were able to get ins charged to 60% last night. The issue was not resolved. A replacement ptm <(>&<)> rtm was sent out. No symptoms were reported. Information was received from a patient (pt) regarding an external device. Replacement rtm/controller: the reason for call was pt reported they were having issues with their replacement items and the issue began yesterday. Pt confirmed they were using their replacement rtm and controller. Pt stated the rtm plugged in really tight into the controller and didn't match the controller. Pt also stated the first time they charged their ins it was perfect and now they were having issues charging their ins and it kept cutting off (ps understood this as pt's ins charging session kept getting interrupted) and pt noted their ins didn't charge at all. Pt noted their controller wouldn't let them check the percentage (ps understood this as battery levels for ins and controller) or anything else and pt had to reset the controller. During the call pt denied damages on the rtm port and controller charging port. Pt also denied rattling in the controller. Ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt noted the battery low recharge your implanted device soon message displayed on the controller and ps reviewed information. Pt inserted the battery pack and confirmed green light was flashing on the face of the controller. Pt plugged in the rtm and the controller didn't recognize that the rtm was plugged in. Pt disconnected then reconnected the rtm and the controller still didn't recognize the rtm was plugged in. Pt also noted the green light didn't flash on the controller. Pt also noted the ac power supply cord plugged in fine to the controller and the rtm also plugged in fine and wasn't as tight into the controller. The issue was not resolved. An email was sent to the repair department to replace the controller. Ps advised pt to contact patient services back if the replacement controller didn't resolve their charging issue. Additional information was received. It was reported that they received the replacement controller this morning and had been working with the controller ever since, however they couldn't get the controller to work when trying to set the device up. Pt described seeing the setup screen to pair the controller to the ins. Pt stated that they tried all three options on the setup screen (implant, trial and clinician). Pt had the pt select the implant option; pt stated that replace the controller battery soon appeared. Pt stated that they had the controller charging for a long time like an hour and fifteen minutes, however the controller kept going back to the setup screen. Pt then stated that connect the recharger appeared (pt noted that they already had the rtm connected to the controller), however the controller would not advance to another screen. Pss had the pt unplug the rtm from the controller and then reconnect the rtm to the controller; pt stated that connect the recharger appeared and the controller would not advance to another screen. Pt stated that they just got the other one some days ago and it had stopped working so they were sent a whole brand new one; pss at tempted to clarify with the pt and pt stated that they had called for another pain stimulator since theirs wouldn't work, then it went out yesterday and now today they got the new one but it still wasn't working; pss understood that the pt was referring to the con troller being replaced twice and the rtm being replaced once in the last week. Pss had the pt reset the controller; pt stated that they reset the controller so many times. Pt confirmed that the battery pack and controller compartment looked fine. The setup screen displayed once the pt unlocked the controller, so pss had the pt select implant again; pt stated that connect the recharger appeared so pss had the pt plug the rtm into the controller, however the controller still would not advance past connect the recharger. Pss consulted with repair who suggested to reset the controller the long way and then recommend that the pt see a rep if the issue was not resolved. Pss had the pt connect the controller to the power supply without the battery pack inserted; controller powered on. Pss had the pt reinsert the battery pack while the controller was still connected to the power supply; green light was flashing above the screen. Pss had the pt disconnect the power supply from the controller; pt saw the setup scree and selected implant, however the controller would still not advance past connect the recharger. Pt noted working with a manufacturer representative (rep) before prior to this issue; pt stated that they would contact the rep directly for further assistance.